Event description:
It was reported that the in-office battery voltage for the device was below elective replacement indicator and also low on carelink. Performance data from the device showed the battery voltage approximately 2.88 v and higher. It was further reported that the device displayed elective replacement indicators (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data showed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.55 v while the daily battery voltage trend measurement was 2.89 v. The device was subsequently returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the in-office battery voltage for the device was below elective replacement indicator and also low on carelink. Performance data from the device showed the battery voltage approximately 2.88 v and higher. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data showed low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.55 v while the daily battery voltage trend measurement was 2.89 v.